Event description:
Customer reported no reactivity seen with a pt sample with a known anti-e and specific e+ cells from vrb108. Customer tested cells 15, 16 and 17 with no reactivity observed. No death or serious injury was associated with this incident.